Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified blood inside the balloon. A visual and microscopic examination identified no tears in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. The pinhole leak was noted over the proximal edge of the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 4atm. The device was removed, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 4atm. The device was removed, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.